Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "pacer was defective" while the heartstart mrx was used. There was no reported pt involvement.